Event description:
A candela clinical rep was visiting a site that reported a pt rec'd treatment for facial telangiectasia and reported small blisters and atrophic scarring on the treated area post treatment. The pt reported that they have had "ice pick scarring" for the past 2 months. It was also reported that the pt was using mirena prior to treatment.

Manufacturer narrative:
The product was installed at the user site on (B)(6) 2012. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and svc history was reviewed on (B)(4) 2013, with no issues found. The treatment parameters used by the operator were within the parameters as recommended by candela's treatment guidelines. A candela field svc engineer inspected the unit and reported that the unit was operating within specification.